Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for procedure using a 14f amplatzer amulet delivery sheath. The device was unable to be implanted due to incompatibility with anatomy due to sizing. A 25mm amplatzer amulet left atrial appendage occluder was then successfully implanted using a 12f amplatzer amulet delivery sheath. Patient was in atrial fibrillation at the start of the procedure. Heparin was administered during procedure. Activated clotting time (act) level during procedure was 271 seconds. Post procedure, a 6mm pericardial effusion was observed, which was believed to be possibly related to the abbott device. The pericardial effusion was 6mm in the right atrium, 4/1mm in the right ventricle, and 4/0mm in the left ventricle. A pericardiocentesis was not required as the patient was asymptomatic. On (B)(6)2023, one unit of red blood cells was transfused. No other patient effects were reported. On (B)(6) 2023, the patient was discharged with 6mm pericardial effusion present.